Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Structural valve deterioration (svd) can result in regurgitation and/or stenosis. In this case svd led to both stenosis and regurgitation. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm transcatheter valve was implanted inside a disabled 26mm aortic valve in the aortic position via valve-in-valve procedure. The reason for valve-in-valve intervention was due to degeneration leading to stenosis and regurgitation after an unknown implant duration. Both devices remain implanted. There were no reported complications for the patient and procedure had excellent results.